Event description:
Pt hospitalized for hyperglycemia. Pt reported waking in morning with vomiting and very high blood glucose. Following transport to hosp, pt taken off pump and treated with IV insulin. Pt returned to original pump and blood glucose rose. Placed on back-up insulin pump and blood glucose values maintained in normal range.